Event description:
It was reported that the patient experienced pericardial effusion and low blood pressure during the procedure. Pericardial fluid evacuation was performed. The device system was explanted, and the patient was transferred to intensive care unit after the procedure was concluded.